Manufacturer narrative:
Date sent to the FDA: 10/12/2021. Additional information was requested, and the following was obtained: were prescription steroids administered? Nil. Were antibiotics prescribed? If yes, please provide medication name, route and dose. - antibiotics given. Was medical or surgical intervention provided? If yes, please describe. - medical were there signs or symptoms of infection prior to the procedure? Nil patient's symptoms - manifestation of infection (location, severity, superficial or deep surgical site infection)? - some cess. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 10/12/2021 corrected information: b1, b2, h1- upon additional information review, this medwatch report 2210968-2021-08222 meet serious injury reportability criteria and has been updated from malfunction to serious injury. Corrected information: d7a. Corrected h6. Health effect - impact codes: f2303. Corrected h6. Health effect - clinical codes: e2115. Corrected b-5 narrative: it was reported that the patient underwent a c-section procedure in 2021 and the suture was used for subcutaneous and/or skin closure. After surgery, the suture breakage occurred. Post-operatively, infection was noted on the wound within 28-30 days. Medical intervention with antibiotics was provided. Additional information will be requested.

Event description:
It was reported that a patient underwent an ob-gyn procedure in 2021 and suture was used. Post-operatively, the suture broke, and infections was noted on the wound within 28-30 days. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were prescription steroids administered? Were antibiotics prescribed? If yes, please provide medication name, route and dose. Was medical or surgical intervention provided? If yes, please describe. Were there signs or symptoms of infection prior to the procedure? Patient's symptoms - manifestation of infection( location, severity, superficial or deep surgical site infection)? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Date sent to the FDA: 10/28/2021. A manufacturing record evaluation was performed for the finished device lot number an9058, and no non conformances / manufacturing irregularities were identified. Additional h6 component code: g07002 ¿ device not returned. Additional information was requested, and the following was obtained: what is the patient¿s current status? - the patient's current status is stable no more consequences. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? Date of index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before and/or during suture placement? Please specify. Was the vicryl rapide suture breakage observed at the same time the infection was noted (in 28-30 days)? If no, please specify when suture breakage occurred (# of post-op days) and what intervention required if any? Was there any precipitating stress factor for the post-op suture breakage? Please specify. It was reported that ¿some cess¿ for patient's symptoms - manifestation of infection. Please explain what does it mean ¿some cess¿? Patient's symptoms - manifestation of infection (location, severity, superficial or deep surgical site infection)? Were cultures performed? If yes, please provide results? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? The above question's answer are unknown, already discussed it with the hospital authority couple of times they didn't have many details about this. Still, they are purchasing the same vicryl rapide code after this incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/12/2021. Additional information: b1 and b2 boxes are checked. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 10/12/2021. This follow up 02 was submitted to provide a correct medwatch number in the previously sent statement: "upon additional information review, this medwatch report 2210968-2021-08223 meet serious injury reportability criteria and has been updated from malfunction to serious injury."